Manufacturer narrative:
Submit date: 20-apr-2017 an investigation is currently underway. Upon completion, the results will be forwarded. Submit date: 20-apr-2017 as part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician was unable to confirm the reported issue. Recertification was then done and unit passed the test successfully. Software was upgraded. Unit was cleaned, tested and recertified per procedure. The unit operates as expected. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the unit has failed flow test (9.42ml).